Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection occurred with the insertion of the arterial sheath of the enroute neuroprotection system (nps). The physician placed an unplanned additional stent to cover the dissection. Silk road medical was informed that eight hours post procedure, the patient experienced right sided weakness and aphasia. At this time, it is unclear if the patient's symptoms have completely resolved as no further information is available. There was no imaging available to silk road medical for review and no blood pressure management issues noted.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the reported event of dissection or muscular weakness/aphasia. At this time, it is unknown if the reported muscular weakness/aphasia is related to procedural issues, patient resistance to medication, or a silk road medical device malfunction. Therefore, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.